Event description:
During a ptca / stenting treatment procedure involving tandem calcifications and a 95% stenotic lesion in the lad coronary artery, the maverick otw balloon lost pressure at 6 atm's on the second inflation. (The initial inflation was also to 6 atm's). The maverick otw balloon was removed and replaced with another catheter and an s670 stent was placed in the lad lesion as was previously planned. The pt was asymptomatic during this event and the procedure was successfully completed. A miracle 6g guidewire, an 8f britetip guide catheter and an acs inflation device were also used in this case, but the type and size of introducer sheath used is unknown. Pt status is reported as 'good'.